Event description:
It was reported through a worn instrument return form that 8 instruments had fractured or are missing components.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual and physical inspection of the provisional shows signs of repeated use and has a fractured medial side. DHR was reviewed and no discrepancies were found. Root cause of the event is attributed to the design of the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.